Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll bns had a scale marking issue. The following information was provided by the initial reporter: "extending part of the scale on syringe - incorrect scale on the product."

Event description:
No additional information.

Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation it was reported there was in incorrect scale on the syringe. To aid in the investigation, six samples and two photos of 3ml luer lok syringes were received for evaluation by our quality team. The six samples were received loose, and each had slight ink rings. One sample has two rings, and one has three rings. All the rings had a lighter density than the minor graduation lines. As these rings do not affect form, fit or function, they are acceptable per product specification. The remaining four syringes contain slight ink rings. The two photos show these slight ink rings on loose syringes. These rings observed are non-conforming per product specification and are associated with the marking process. A device history record review was completed for provided material number (B)(4), lot 2299623. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 2299623 was inspected and accepted based on meeting our inspection control plan, subsequently approved for shipment, and is considered in compliance with our product specification requirements. This defect is occurring at or below its expected frequency; therefore, no corrective action is required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.